Manufacturer narrative:
(B)(4). Method: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil. It is concluded that this heating incident is a skin to skin heating incident caused by a rf current loop formation inside the left arm pit of the patient. No padding was used between the arms and side of the patient to prevent skin-skin contact. In this case several factors were observed that contributed to the sustained injury: the patient was obese and covered by a cotton sheet, 4 scans on high sar value were conducted and the total delivered specific energy dose (sed) was 3726 j/kg.

Event description:
A male pt was positioned head first supine and scanned with the ds nvc coil for a cervical spine examination. The pt experienced a heating sensation and after the examination reddening of the skin and 2 blisters of 3/4 inch were observed in the pts left arm pit.